Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the lock collar, obturator, trocar balloon and dissector balloon appeared intact. The inflation syringe was received. The insufflation bulb was received. A functional evaluation found that the hole at the proximal end of the cannula was covered the dissector balloon was inflated, a leak was detected. The trocar balloon was inflated no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the balloon may occur when mishandled during clinical application. As per instructions for use (IFU), caution : care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an inflation of dissection balloon on a laparoscopic inguinal hernia repair, it was stated that all components were assembled correctly and inserted properly, however, a balloon would not inflate after insertion. Another device was then used to complete the case. There was no patient injury.